Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Crack all the way up tooth / crack has joined itself together now and has turned into a graze line [tooth fracture]. Irritant tooth [dental discomfort]. Tooth pain on front teeth [toothache]. Choked on piece of brushhead [choking]. Top head came off brush [device breakage]. Top head came off which made choke [injury associated with device]. Sensitivity to vibrations - tooth [sensitivity of teeth]. Case description: a male consumer of unspecified age reported that the top head of the oral-b dual clean brushhead came off which made him choke on it while brushing his teeth. The case outcome was recovered. No further information was provided. (B)(6) 2016 received follow-up e-mail from consumer: the consumer reported that he was suffering from some tooth pain on his front teeth and needed to have this examined by his local dentist. He had used the toothbrush head for roughly 8 days of brushing his teeth before this had happened; he elaborated that it nearly fell down his throat but he managed to stop this from happening by his teeth. The case outcome was now improved. No further information was provided. (B)(6) 2016 received follow-up e-mail from consumer: the consumer reported that the pains in his tooth were starting to become very annoying and that the earliest that he could get his tooth investigated was (B)(6) 2016. The case outcome remained improved. No further information was provided. (B)(6) 2016 received follow-up e-mail from consumer: the consumer reported that after having an irritant tooth for 3 days, he flashed a light on his teeth and noticed a crack all the way up one of his front teeth. He asserted that the only hard material that had been in his mouth was the hard material from the toothbrush head. The case outcome remained improved. No further information was provided. (B)(6) 2016 received follow-up from consumer: the consumer provided the note which his dentist had given him. The case outcome remained improved. No further information was provided. (B)(6) 2016 received dental note: the consumer was seen on (B)(6) 2016 and had an examination, x-ray small film, and received unspecified treatment. The case outcome remained improved. No further information was provided. (B)(6) 2016 received follow-up e-mail from consumer: the consumer reported that the crack had joined itself together now and had turned into a graze line. He noted that this was strange because he still felt like the crack was still there on his tooth but he noted that he had no pain or sensitivity to ice cream or hot drinks. However, he did state that he had a sensitivity to vibrations that had began on (B)(6) 2016, but this had since resolved. The case outcome remained improved. No further information was provided.

Manufacturer narrative:
16-mar-2016 product investigation results: reporter returned an unspecified number of toothbrush heads on (B)(6) 2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Crack all the way up tooth / crack has joined itself together now and has turned into a graze line [tooth fracture], irritant tooth [dental discomfort], tooth pain on front teeth [toothache], choked on piece of brushhead [choking], top head came off brush [device breakage], top head came off which made choke [injury associated with device], sensitivity to vibrations - tooth [sensitivity of teeth], product counterfeit [product counterfeit]. Case description: a male consumer of unspecified age reported that the top head of the oral-b dual clean brushhead came off which made him choke on it while brushing his teeth. The case outcome was recovered. No further information was provided. (B)(6) 2016 received follow-up e-mail from consumer: the consumer reported that he was suffering from some tooth pain on his front teeth and needed to have this examined by his local dentist. He had used the toothbrush head for roughly 8 days of brushing his teeth before this had happened; he elaborated that it nearly fell down his throat but he managed to stop this from happening by his teeth. The case outcome was now improved. No further information was provided. (B)(6) 2016 received follow-up e-mail from consumer: the consumer reported that the pains in his tooth were starting to become very annoying and that the earliest that he could get his tooth investigated was (B)(6) 2016. The case outcome remained improved. No further information was provided. (B)(6) 2016 received follow-up e-mail from consumer: the consumer reported that after having an irritant tooth for 3 days, he flashed a light on his teeth and noticed a crack all the way up one of his front teeth. He asserted that the only hard material that had been in his mouth was the hard material from the toothbrush head. The case outcome remained improved. No further information was provided. (B)(6) 2016 received follow-up from consumer: the consumer provided the note which his dentist had given him. The case outcome remained improved. No further information was provided. (B)(6) 2016 received dental note: the consumer was seen on (B)(6) 2016 and had an examination, x-ray small film, and received unspecified treatment. The case outcome remained improved. No further information was provided. (B)(6) 2016 received follow-up e-mail from consumer: the consumer reported that the crack had joined itself together now and had turned into a graze line. He noted that this was strange because he still felt like the crack was still there on his tooth but he noted that he had no pain or sensitivity to ice cream or hot drinks. However, he did state that he had a sensitivity to vibrations that had began on (B)(6) 2016, but this had since resolved. The case outcome remained improved. No further information was provided. 16-mar-2016 product investigation results: reporter returned an unspecified number of toothbrush heads on (B)(6) 2016. Toothbrush heads confirmed to be counterfeit. (B)(6) 2016 received follow-up letter from consumer: the consumer reported that he had to keep going to and from the dentist due to the crack on his front tooth. He inquired as to whether or not there was any product he could use to help repair the crack or solve the pain that he had. He elaborated that the pain was intermittent and was something that came and went. The case outcome remained improved. No further information was provided.